Event description:
It was reported the lower display was missing segments. The device was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was out of specification with segments missing. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were missing, the battery release and battery drawer were contaminated, the battery contacts were compressed and the ring and two side bails were missing.

Event description:
It was reported the lower display was missing segments. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.